Event description:
The definium 8000 system locked up during a procedure and upon reboot the images for a particular pt were filed under another pt's folder. A serious injury is possible due to misdiagnosis. No injury was reported.

Manufacturer narrative:
The system locked up requiring the system to be rebooted. After the boot was completed, the active patients images were not in the correct folder in the image mgmt database. Investigation revealed that the images were filed under a different patients name. The images were moved to the proper pt's name and file.